Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a beckman coulter field service engineer (fse) and no parts were returned for failure analysis. Follow-up information was provided by the user facility which revealed that a replacement ci electrode was shipped to the customer to resolve the issue. The investigation was not able to confirm a device issue that could be associated with the reported event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Beckman coulter received a report from the customer regarding ion selective electrode (ise) issues. All of the electrodes and several parts were replaced but the customer was still experiencing the ise qc issues.